Event description:
Additional information received notes that the right atrial leadless pacemaker (ralp) dislodged to the pulmonary artery. Dislodgement was detected through x-ray imaging. On (B)(6) 2025, the ralp was retrieved and replaced. The patient was normal before, during, and after the procedure.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer and inner helix length were within specifications. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a right atrial leadless pacemaker was dislodged. No changes or interventions were reported. The patient condition was not known. Further information was requested but not yet received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.